Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery connector pin being bent. The root cause for the bent pin was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery was unable to power up a monitor.